Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that on (B) (6) 2009, the pt had an acculink stent implanted in the left common carotid artery. On unspecified date, the pt experienced increased sensitivity to left side of face, left arm, and left leg, but no neurological deficits pointing to a stroke, transient ischemic attack or amaurosis fugax. The pt has a history of neck radiation resulting in facial paresthesias. On (B) (6) 2010, a carotid duplex showed in-stent restenosis of index lesion as well as stenosis just proximal to the index vessel. On (B) (6) 2010, the pt underwent additional stenting with another acculink stent. The pt was discharged on (B) (6) 2010. There was no adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported restenosis is a known adverse event listed in the acculink instructions for use (IFU) and in the no fault risk assessment. Although, a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.